Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
We received a letter from a claims management company informing us that a consumer reached out to (B)(6) to inform them a tampon she purchased gave her tss. We were informed the consumer had purchased a u by kotex tampon. There was no mention of tss symptoms or seeking medical attention. There have been four attempts to contact the consumer (26 feb 2018, 27 feb 2018, 28 feb 2018, and 05 mar 2018) for more information at the phone number provided. However, we have not been successful. No further information is available at this time.